Event description:
The system 6 sagittal saw was sent for eval due to overheating during a procedure. The procedure was completed with the same device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the front cap and index latch are worn.